Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. However, device passed rewind test and displacement test. Device had cracked reservoir tube window, cracked case at reservoir tube window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor errors over the last couple of years. The customer's blood glucose level was unknown. The customer mentioned that it usually occurred while she was changing the reservoir or right before she changed the reservoir. The last motor error was a couple months ago. Customer stated that there was also a crack on the reservoir window. The customer mentioned that the alarm occurred while both basal and priming. Customer reported that the drive support cap was sticking out. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.